Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no low battery alert and unexpected battery power loss noted. Hardware low level failures error confirmed in the insulin pump history file due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm and customer do a self-test and came up with a hardware low level failures error. The customer¿s blood glucose was 143 mg/dl at the time of incident. The customer was able to clear the alarm and able to rewind the insulin pump but not able to passed the self test. The insulin pump will be returned for analysis.